Manufacturer narrative:
This event was reported to have occurred on an unspecified date in (B)(6) 2018. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not prime correctly. The reporter stated that after the pump had been filled first with glucose and then with fluorouracil, air bubbles were observed in the tubing. The customer attempted to prime the device; however, the air bubbles could not be removed. There was no patient involvement. No additional information is available.